Event description:
Journal reference: hariz mi, krack p, alesch f, et al. Multicentre european study of thalamic stimulation for parkinsonian tremor: a 6 year follow-up. J neurol neurosurg psychiatry. 2008;79(6):694-699.to evaluate the results of ventral intermediate (vim) thalamic deep brain stimulation (dbs) in pts with tremor predominant parkinson's disease (pd) at 6 years post surgery. This was a prolonged follow-up study of 38 pts from eight centres who participated in a mulicentre study, the 1 year results of which have been published previously. This long term study was designed to evaluate the add'l effect of thalamic dbs on tremor in pts taking their regular antiparkinsonian medication. Reportable event: adverse events reported by the treating centres as being related to stimulation included three cases of dysequilibrium. See MFR report 2182207200803776.

Manufacturer narrative:
.